Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in afternoon with blood glucose of 600 mg/dl. The customer did experience any symptoms such as did not feel well. Troubleshooting was done for high blood glucose and under delivery. The customer was treated with syringes for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at (B)(4) inches. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at the battery tube threads and reservoir tube lip. Device received with minor scratched display window and case.